Event description:
It was reported that stent damage occurred. The 80% stenosed target lesion was located in the mildly tortuous and severely calcified proximal end of the left anterior descending artery. A 20 x 3.00 promus premier drug eluting stent was advanced. However, during procedure the stent strut was lifted up and the procedure was completed with another of same device. There were no complications reported and the patient is stable.